Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the vision stent delivery system (sds) was delivered toward the lesion, but the physician could not find the stent over the angiogram. The dislodged stent implant was found inside the protective sheath. No add'l event or pt info is available.